Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00753, 3005168196-2018-00754. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure treating an aneurysm sac in the aorta using ruby coils. During the procedure, while advancing a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and attempted to retract the ruby coil. However, while retracting the ruby coil, it unintentionally detached within the lantern; therefore, the lantern was removed from the patient and the detached ruby coil was flushed out. The same issue occurred with a second ruby coil and it was flushed out of the lantern as well. The procedure was completed using additional coils and a new microcatheter. There was no report of an adverse effect to the patient.